Event description:
It was observed, that during the device evaluation. The camera head exhibited failed leak test, due to a cut on its cable. There was no patient involvement.

Manufacturer narrative:
A definitive root cause could not be identified. Based on the results of the investigation, it is likely, the following led to the malfunction: failed leak test, due to a cut on its cable. A device history record review revealed, no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.